Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 years and 3 months post implant of a sapien valve in the aortic position, a 23mm sapien 3 valve was implanted within the first valve. No additional information was provided.

Manufacturer narrative:
Despite multiple attempts, additional information was unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.